Event description:
Vague report received that fluid leaked out of the smartsite valve during an infusion. Tubing leaked from port closest to pt. There was no pt harm reported and no medical intervention was required. The customer or user did not provide any additional pt or event info.

Manufacturer narrative:
(B)(4). The affect product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.